Event description:
The device reportedly gave a continuous connect electrodes message when connected to a pt. A backup device was connected to the pt and treatment was continued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the availability of a backup device and the paramedic's assessment of the pt's lack of viability.